Event description:
Consumer called to report getting erratic readings with their meter when comparing to a lab test result. Analysis run on clark error grid using lab reading (89) as ref. Point vs. Bd readings (500) yielded some data points in the c zone of the grid, outside of acceptable limits.